Event description:
A customer contacted baxter to report of leakage found from the twist clamp. This was found while the patient was changing bags. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). One used set was received with no cap on spike and no cap on patient connector in reference to the reported issue of leak. The set was visually inspected and noted that the spike was broken completely off at the base. No other visual defects were noted. The complaint was confirmed in the lab for leak, but a root cause of broken spike could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.